Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. Model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a replacement procedure as the patient was not receiving satisfactory relief due to lead migration. The patient was doing well post-operatively.